Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain") in an adult female patient who had essure inserted (lot no. 816062) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of peritoneal disorder and ovarian surgery in 2002 and hypothyroidism, brittle hair, dry skin, mood swings, tiredness, fatigue, weight loss, dyspareunia and delivery ((B)(6) 2003 and (B)(6) 2006). Concurrent conditions were listed as depressed mood since 2014 and gastrooesophageal reflux disease since 2013. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), autoimmune disorder ("autoimmune disorder"), tooth disorder ("problems with teeth"), gingival disorder ("problems with gums"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (subtotal hysterectomy, bil salpingectomy and left ovary removed). At the time of the report, the pelvic pain, hypersensitivity, autoimmune disorder, tooth disorder and gingival disorder had not resolved. The outcomes for dyspareunia, fatigue and weight increased were unknown. The reporter considered autoimmune disorder, dyspareunia, fatigue, gingival disorder, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure administration. The reporter commented: no device migration. Essure insertion details: there was easy entry and placement of the essure devices into the left tube. On the right side there were, some technical difficulties. It was attempted twice and it was concluded that the right tube was possibly blocked. On the follow-up hysterosalpingogram there were three essure devices. Seen one in each tube and one was in the uterus. It was actually protruding from the os and it was removed. Bilateral tube occlusion was confirmed. On (B)(6) 2020, abdominal subtotal hysterectomy + bilateral salpingectomy + possible left oophorectomy was performed. Incision: transverse suprapubic. Normal lower genital tract. Normal cervix. Bulky uterus. Normal right tube and ovary. Left tube distorted with adhesions, possible residual left ovary. Bowel adhesions to left adnexa divided. Both essure devices appear contained in the tube and uterus. Subtotal abdominal hysterectomy done with trans fixation of all pedicles. Bilateral salpingectomy done without disruption of the essure devices. Left pelvic sidewall opened to free up the adnexal adhesions and then the left tube and possible residual left ovary removed (as anatomy distorted). Right tube removed. Bladder dissected by blunt and sharp dissection. Uterus divided below the isthmus and subtotal hysterectomy done. Cervix reconstructed using vicryl sutures. Right ovary retained. Discrepancy noted in essure insertion date: (B)(6) 2012. On (B)(6) 2012, essure confirmation test done. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2012: there were three essure devices seen. One in each tube and one was in the uterus. In fact, it was protruding from the external of the cervix. Lot number: 816062. Manufacture date: 2011-01. Expiration date:2014-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Events fatigue, weight gain and dyspareunia added. Medical history and reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in an adult female patient who had essure (batch no. 816062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian surgery in (B)(6) 2002, peritoneal disorder in (B)(6) 2002 and delivery ((B)(6) 2003 and (B)(6) 2006). Concurrent conditions included depressed mood since october 2014 and gastrooesophageal reflux disease since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), autoimmune disorder ("autoimmune disorder"), tooth disorder ("problems with teeth") and gingival disorder ("problems with gums"). The patient was treated with surgery (subtotal hysterectomy, bil salpingectomy and left ovary removed). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, autoimmune disorder, tooth disorder and gingival disorder had not resolved. The reporter considered autoimmune disorder, gingival disorder, hypersensitivity, pelvic pain and tooth disorder to be related to essure. The reporter commented: no device migration essure insertion details: there was easy entry and placement of the essure devices into the left tube. On the right side there were, some technical difficulties. It was attempted twice and it was concluded that the right tube was possibly blocked. On the follow-up hysterosalpingogram there were three essure devices. Seen one in each tube and one was in the uterus. It was actually protruding from the os and it was removed. Bilateral tube occlusion was confirmed. (B)(6) 2020: abdominal subtotal hysterectomy + bilateral salpingectomy + possible left oophorectomy. Incision: transverse suprapubic. Normal lower genital tract. Normal cervix. Bulky uterus. Normal right tube and ovary. Left tube distorted with adhesions, possible residual left ovary. Bowel adhesions to left adnexa divided. Both essure devices appear contained in the tube and uterus. Subtotal abdominal hysterectomy done with trans fixation of all pedicles. Bilateral salpingectomy done without disruption of the essure devices. Left pelvic sidewall opened to free up the adnexal adhesions and then the left tube and possible residual left ovary removed (as anatomy distorted). Right tube removed. Bladder dissected by blunt and sharp dissection. Uterus divided below the isthmus and subtotal hysterectomy done. Cervix reconstructed using vicryl sutures. Right ovary retained. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: there were three essure devices seen. One in each tube and one was in the uterus. In fact, it was protruding from the external of the cervix.. Lot number: 816062, manufacture date: 2011-01, expiration date:2014-01-31. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new reporter added; patient's initials updated; date of birth and race provided; essure insertion date changed from (B)(6) 2012 and removal date changed from 01-jun-2020 to 06-jan-2020, indication added; essure insertion and removal details added; lab data and medical history provided . A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure (batch no. 816062) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), autoimmune disorder ("autoimmune disorder"), tooth disorder ("problems with teeth") and gingival disorder ("problems with gums"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, hypersensitivity, autoimmune disorder, tooth disorder and gingival disorder had not resolved. The reporter considered autoimmune disorder, gingival disorder, hypersensitivity, pelvic pain and tooth disorder to be related to essure. The reporter commented: no device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: lawyer reported new events: allergy symptoms, auto-immune disorder, problems with teeth/gums. Essure was removed by hysterectomy (case upgrade). No device migration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.